Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was noticed from one of the luer ports of a clearlink system; non-dehp continu-flo solution set. This was noticed while priming the device with saline. Upon inspection, the port appeared to be damaged almost like it was crushed. There was no patient involvement. No additional information is available.